Event description:
A customer reported a malfunction on their insulin pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support received a call back from the customer, provided information for resetting the pump, and assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was told they could continue using the pump. Technical support confirmed the pump's serial number after the reset and advised the customer to call back if the malfunction code appeared again.